Event description:
The pt experienced increased pain. The event logs showed the pump stalled and recovered on (B)(6) 2010. The pump stalled again on (B)(6) 2010 with a tube set message on (B)(6) 2010; there was no motor stall recovery. The pt had not heard any alarming. The pt had had no electromagnetic interference or interaction prior to the events. The device system was used to deliver clonidine and baclofen. Add'l info has been requested a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).